Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, tenderness, and pain.

Event description:
Patient reported left side "leak that was moving to under their arms, tenderness, and extreme sensitivity. Device remains implanted.